Event description:
It was reported to philips that the device would not charge during operational testing. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Therapy connector j16 pins were found to have lifted pins, hence the defib test failure during operational check.